Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to dislocation of the hinge pin of the rotating hinge knee femoral.